Manufacturer narrative:
Device evaluation: one device was returned for evaluation. The device was visually inspected and damage to the catheter next to the hub was observed. The complaint is confirmed. The complaint details indicate the device was involved with indwelling. This device is not intended to be used for indwelling procedures. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.

Manufacturer narrative:
Device evaluation: one device has been returned for evaluation. The evaluation is in process. A follow up report will be submitted when the evaluation has been completed.

Event description:
The user reported that a catheter kinked and leaked during a thrombectomy procedure. The leak was found during use. The device was replaced and the procedure was completed with a new device. The clinician reported that the patient did not receive all of the medication administered by the physician, but the procedure was successful. No patient harm or injury was reported.